Event description:
Related manufacturer reference number: 2017865-2023-19624 / 2017865-2023-19626. It was reported that the patient presented to a scheduled pocket revision due to pain. Prior to the procedure, the atrial lead exhibited noise. Upon opening the pocket and dissecting the leads an insulation breach was noted on the atrial and ventricular leads. The leads were explanted and replaced. The device was repositioned successfully. The patient condition was stable.